Event description:
It was reported that during a hysterectomy, the instrument was leaking when the devices were put down the trocar. Another doctor had to put his finger over the port to stop the leak enough to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the instrument was received with the inner seal assembly deformed. A leak test was performed and the instrument was noted to leak during functional testing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.